Event description:
It was reported that the patient received inappropriate therapies. The x-ray did not show lead failure. The lead could not be explanted.

Manufacturer narrative:
No medwatch form was received.